Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to moisture damage on keypad traces. There was no button error alarm. There was no moisture damage on the electronic assembly. The pump had cracked reservoir tube lip and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 6.9 mmol/l at the time of incident. The customer stated that the pump alarmed button error and they were not able to clear it. The pump was exposed to perspiration as it was worn against the skin in a hot environment. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.